Event description:
Intravenous catheter adhered to needle, which would not allow advancement. Registered nurse was able to get IV started with the 20 gauge needle after 3 attempts. 18 gauge needle was successful on first attempt. Uncertain whether problem was caused by r.n. Technique or faulty catheters.